Event description:
It was reported that during a total gastrectomy procedure, could not remove device after firing. Esophagus broke off when removed the device forcelly. Another like device was used to complete the case. There were no adverse consequence to the pt.